Event description:
It was reported that during basilar tip ba tip aneurysm stent assisted coil embolization procedure, the operator used microcatheter to deliver a stent to right pca aneurysm to ba and then used guidewire to bring microcatheter to pass the stent mesh to go to left pca p1. Then delivered the second subject stent. After tip of the delivery wire went to left p1 the operator found no stent under dsa. Checked again and found the subject stent separated with delivery wire and the subject stent deployed in microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
A2 age at time of event and age units (patient) ¿ updated. A3a gender ¿ updated. A4 weight and weight units ¿ updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was returned deployed and noted to be deformed. The stent delivery wire sdw was found to be kinked/bent. The stent proximal marker bands were noted to be broken/fractured. The stent introducer distal tip was intact. Stent deployed prematurely during use functional test was not required as it was confirmed during visual inspection. Stent difficult/unable to advance or pullback through catheter functional inspection could not be performed as the stent was deployed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The stent was seen to be deformed and the sdw was seen to be kinked/bent. The stent was seen to be deployed therefore, the as reported can be confirmed. The stent was also seen to be broken/fractured. Based on the as analyzed defects found, the as reported can be confirmed and the as analyzed stent deployed prematurely during use, stent broken/fractured during use, sdw kinked/bent and stent deformed as well as the as reported stent deployed prematurely during use and stent difficult/unable to advance or pullback through catheter can be confirmed and assigned procedural factors as it appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during basilar tip ba tip aneurysm stent assisted coil embolization procedure, the operator used microcatheter to deliver a stent to right pca aneurysm to ba and then used guidewire to bring microcatheter to pass the stent mesh to go to left pca p1. Then delivered the second subject stent. After tip of the delivery wire went to left p1 the operator found no stent under dsa. Checked again and found the subject stent separated with delivery wire and the subject stent deployed in microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.